Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issues of it measuring lower than set peep (positive end expiratory pressure), low vte (exhaled tidal volume), and displaying the patient circuit disconnect alarm were confirmed. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the efm.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was measuring lower than set peep (positive end expiratory pressure) and low vte (exhaled tidal volume). The device was also displaying the patient circuit disconnect alarm. There were no reports of patient use associated with the reported issues.